Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. There was no reported malfunction of the spinal clamp instrument. A medtronic representative, following up with the site, reported that the surgeon over tightened the clamp which caused the event. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure the surgeon broke off the spinous process while using a spinal clamp instrument. The surgeon continued by putting the clamp on another spinous process. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
Device mfg date and lot# are not available as the site is still using the device and has not released it for evaluation. The medtronic field representative for this site reported that the issue was related to the fact that this is a new design of clamp and that the surgeon encountered difficulty feeling when the clamp was tight. The clamp is working as designed but the surgeon felt that with the old clamp design you could better feel how tight the clamp is getting because there was resistance as you tightened. The newer style clamps are more robust and must be tightened carefully. Root cause analysis was conducted by a cross-functional team using a fishbone analysis. The technical root causes are that: 1) the laser weld around the captive washer is insufficient to support misuse; and 2) engineering analysis of this issue found that the mechanism to auto-disengage the jaws of the clamp permits screw rotation in excess of the desired stop. Root cause analysis concluded that additional types of misuses of this product were identified since the time of its design. Specifically contributing to the product¿s failures are 1) over-torquing using means other than the intended driver validated for use with this device, and 2) over-opening the device, which was not specifically tested for during validation, and which may be a contributing factor to the washer dislodging from the screw. This also likely occurs using a means other than the supplied driver. No parts were returned for evaluation.